Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 9.5 cm in diameter abdominal aortic aneurysm. Vessel morphology in the iliac limb at the time of implant was reported as the right iliac artery was 21 mm in diameter, currently the right iliac artery is 35.7 cm in diameter due to disease progression resulting in iliac limb dilatation. Currently, the abdominal aortic aneurysm is 10 cm in diameter. The patient presented with abdominal pain. A recent CT revealed that the distal right iliac limb has lost wall apposition resulting in a distal type I endoleak. The physician elected to implant an endurant 16x13x199 and the distal type I endoleak was resolved. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).